Manufacturer narrative:
(B)(4).

Event description:
Received information, while stimulation is turned on, the patient experienced a shocking and jolting sensation. Patient's environmental exposure to a magnet in a speaker caused the event. Patient went to the emergency room and with the help of the manufacturer's technical services, the hcp was able to turn her device off using the patient programmer. Patient was directed to contact her physician for further evaluation. Additional information has been requested and if received, a follow up report will be sent.